Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted with no difficulty. Lead position and measurements were stable during implant and post-procedure fluoroscopy showed leads were in good position and measurements were appropriate. Approximately one hour later, a company field representative spoke with the patient about his implanted device and noticed what appeared to be frequent ventricular ectopy on the electrocardiogram monitor. The field representative interrogated the device and found that the ra lead had dislodged from the right atrium and was in the right ventricle. The patient's cardiac rhythm was normal sinus rhythm at 70-80 bpm. The field representative reprogrammed the pacing mode to vvi at a rate of 40 ppm and notified the physician of the situation. Approximately one hour after that, the patient was taken back to the procedure room. The dislodged ra lead was successfully explanted and replaced with another model lead without complication. The patient was discharged home the following day. The lead was sent to hospital pathology and is not in the field representative's possession to be returned at this time. No additional adverse patient effects were reported.